Manufacturer narrative:
Device evaluation did not show any malfunction. Complication may be related to improper guide fit in the patient's mouth due to stone model distortions and/or tissue flap requirement that might not have been performed before seating the guide. [(B)(4)].

Event description:
Doctor used a surgical guide to place dental implant. When he started drilling, he felt that the trajectory was off and guide was not as snug as usual. From the post op scan, he thought that trajectory was too distal. After this he decided to graft patient.